Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Subsequently, this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Subsequently, this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.